Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
Related manufacturer reference number: 1627487-2021-16659. It was reported that during an implant procedure patient was suspected csf leak from a dual puncture and unable to tolerate stimulation. X-rays indicated that the leads were placed intrathecal, leading to the csf leak. As such surgical intervention will be anticipated in the near future. Patient is in stable condition.